Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73b1900767 was manufactured on 02/26/2019 a total of (B)(4) pieces. Lot was released on 03/12/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with the first two staples misaligned. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staples were fired by the end user. The sample appears used as there is biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staple fired. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, no staple fired as the misalignment of the staples prevented the staples from firing. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that although the user squeezed the handle, staple did not come out from the stapler during a surgery. Therefore, a new unit was used instead.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that although the user squeezed the handle, staple did not come out from the stapler during a surgery. Therefore, a new unit was used instead.